Event description:
When y clamp opened up on one side, a continuous bubbling of air was noted in the reservoir. No blood could be returned to patient because bowl into which cell saver was attached to was cracked.